Manufacturer narrative:
Siemens service went on site and checked the advia centaur xp. The dispense probes and the reagent probe alignments were checked as well as the acid and base dispense. The sample probe was adjusted to the bottom of the cuvettes. The reagents were replaced and the qc was run successfully. Two patient samples were repeated and the results were similar to the original results. The system was fully functional upon departure. No conclusions can be drawn. The cause for the discordant advia centaur vitamin d total result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The results section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Customer observed an elevated advia centaur xp vitamin d total (vitd) result compared to the result from a dilution of the same sample. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp vitd result.